Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained test kit lot m158258 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No conflicting results were observed, and the customers complaint was not replicated. Additionally, the manufacturing records and quality control release testing were reviewed for kit part number 190-000j / lot m158258 and test base part number 190-430 / lot m158258. Quality control release testing met specifications with no false results observed. The current overall percentage of false negative patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates they are performing as expected: lot m158258 = (B)(4). The current overall percentage of false positive patient results (confirmed and unconfirmed, conflicting), based on the total number of devices sold and the evidence available, indicates they are performing as expected: lot m158258 = (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a directly tested nasopharyngeal swab. This MFR report addresses test 1 of 2. The first ID now test generated a positive result. A new sample was collected and repeated on the ID now using a nasopharyngeal swab generated a negative result.the customer stated that the patient was symptomatic but not suspected of having corona. Additionally, the customer confirmed there was no patient harm due to the test results. The customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Establishment name :(B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false-positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a directly tested nasopharyngeal swab. A new sample was collected and repeated on the ID now using a nasopharyngeal swab generated a negative result. The customer stated that the patient was symptomatic but not suspected of having corona. Additionally, the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.